Event description:
On (B)(6) 2009, the pt's wife reported the up and down buttons on the pt's insulin infusion device are working intermittently. She had no further info and requested the pt be called. On f/u with the pt the same day, he stated he first noticed the issue about 1 month ago while trying to deliver a bolus of insulin. He stated the buttons pop up when pressed. His device has not been dropped. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.